Event description:
The customer reported that he was hospitalized with stress and blood glucose levels over 600 mg/dl. The customer also had extreme nausea and was vomiting. The customer was scammed out of a lot of money, causing him to be under extreme stress. Found that the customer changes the infusion sets every four days. Advised the customer to change the entire fusion set every two to three days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but was unable to conduct the high pressure test due to a bad phone connection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.